Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was successfully implanted in a patient using a 14famplatzer torqvue delivery system. Prior to procedure, it's noted that the patient was taking eliquis and had a sinus rhythm. The transeptal puncture was inferior mid. The patient was administered 7000 units of heparin for procedure and had an activated clotting time level greater than 400 seconds. There was no difficulty implanting the occluder, such as multiple manipulations. The patient was not administer any protamine or reversal agent during procedure or after the procedure. On (B)(6) 2025, the patient was went to the emergency department with gastroesophageal reflux disease symptoms such as, being unable to bend down or lay down without experiencing burning sensation. The patient was admitted, scanned via transthoracic echocardiogram, and found to have a 2.1cm circumferential pericardial effusion with pericardial tamponade. The patient also went into shock. The patient was taking 81 mg of aspirin at the time the pericardial effusion was discovered. The decision was made to perform a pericardiocentesis. The cause of the patient's pericardial effusion/tamponade is attributed to the 25mm amplatzer amulet occluder. There is no allegation of malfunction against the abbott device or procedure. The patient stable was stable and recovering at the time of report.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility related tissue damage could not be determined. The patient effects of shock could not be determined. The cause of the patient's pericardial effusion/tamponade is attributed to the amplatzer amulet occluder. Additionally, there is no allegation of malfunction against the abbott device or procedure. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.